Event description:
On (B)(6) 2013, it was reported that the keypad buttons were sticking and intermittently unresponsive. No additional information was provided and the pump was unavailable to troubleshoot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up, down and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok and down key contacts were misaligned. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.